Event description:
Six false positive pregnancy test results were reported on urine samples tested with clearview hcg. No hcg was detected in the pt serum samples. Note: these are the same urine samples which are subject of MDR report 9611939-2004-00017.